Manufacturer narrative:
Additional information was received that the explanted lead and ipg were returned to bsn. Device evaluation indicated that the ipg passed the visual and photographic imaging tests performed. The possibility that electrical leakage could cause shocking was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution while programmed to the patient¿s latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing shocking was not duplicated or confirmed. During testing, it was determined that the analog integrated circuit had damage to the multiplexer located in the section that calculates impedance. This damage was unrelated to the complaint as it caused the impedance readings to register as low impedance, instead of high on open channels, and only slightly lower than normal on channels connected to a load. Device evaluation indicated that upon visual inspection, the lead was cut from both proximal ends. The damage to the device was consistent with damages done during the explant procedure and was not considered a failure.

Event description:
A report was received that the patient was experiencing a shocking stimulation when the stimulator was turned on or off. Database analysis revealed no anomalies. The patient underwent an explant procedure and did well postoperatively.

Event description:
A report was received that the patient was experiencing a shocking stimulation when the stimulator was turned on or off. Database analysis revealed no anomalies. The patient underwent an explant procedure and did well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.